Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated the device was leaking insulin and there was moisture behind the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 103 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no moisture damage found inside the insulin pump. All the buttons did function properly and no damage on the keypad assembly noted. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.